Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) when interrogated and was still in its package. Ventricular fibrillation (vf) therapies were on for several months and there had been several discharges in the box. The device was not opened. There was no patient involvement.